Event description:
A problem was reported. Hcp reported that drug aspirated from pump reservoir was a "little cloudy" and described the solution as a "pale white" or "grayish" color. Drug issue reported to drug company and sent it for testing. Results found no microorganisms seen. No patient symptoms reported. Hcp indicated patient was doing well. System used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).